Manufacturer narrative:
(B)(4). Device explant date: revised in 2016, on an unknown date. Concomitant medical products: unknown head, unknown stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02998, 0001825034-2017-03029.

Event description:
It was reported that a patient underwent a left hip revision procedure approximately nine years post-implantation in 2016 due to pain and mental suffering. Attempts have been made and no further information is available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.